Event description:
The reporter stated that the surgeon inserted a cq2015 three piece collamer lens and the lens haptic tore off. The lens was removed without enlarging the incision. No patient injury. The reporter stated that the lens haptic was torn during loading and it went unnoticed until the surgeon started to insert the lens into the eye.

Manufacturer narrative:
Results- visual inspection of the returned product showed that one lens haptic is torn off and missing and the lens optic is torn. Clear surgical residue/debris on the product. Conclusion- based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.